Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on analysis in event is not reportable due to normal device functionality.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg had reached end of life. As result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post-operative.